Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).

Manufacturer narrative:
Evaluation: inherent risk of procedure ¿ (myocardial infarction). (B)(4)

Event description:
Patient received a 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the mid lad and a 2.25mm diameter x 30mm length endeavor sprint rx stent in the 2nd left posterior-lateral branch during index procedure with no issue reported. It was reported that the patient also received one endeavor sprint stent in the right pd during and treatment of dist rca during staged procedure. It is reported that patient death occurred approximately 19.5 months post index procedure. Cause of death was reported as cardiac iam. Investigator indicated that the reported event was not related to the study device.

Event description:
The previously reported CABG approximately 4 months post index procedure and revascularization 12 months post index procedure outcomes were reported as successful. The previously reported mi 19 months post index procedure was not related to the study device. It is unknown whether the mi was related to the target vessel.

Event description:
The cec adjudicated an mi occurred on the day of death. Death occurred approx 32 months post index procedure and not 19.5 months post index as previously documented.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
The patient suffered a mi approximately 27 months post index procedure. It is unknown if the mi was related to the target vessel. Investigator has indicated that the reported event was not related to the study device. Death occurred 32 months post index procedure.